Event description:
Patient reported right side right has been hurting, looked deformed, breast pain has not gone away, and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Pateint reported right side "has been hurting, looked deformed, breast pain has not gone away, and capsular contracture, baker grade unknown". Additionally, patient reported "capsulectomy, implant is folded in half, implant does not look right, breast looks deformed, pain, and right side lump". Healthcare professional reported capsular contracture, baker grade iii. Healthcare professional reported on behalf of patient "capsular contracture baker grade unknown". Later, healthcare professional reported "similar rt breast crease developed below areola", "horiz crease over rt lower pole", "rt nipple very sens", "rt nipple extra sensitive", "rt breast firm, with breast elevation, c/w capcon", "pain in upper/outer aspect of rt breast", and "rt. Capcon, baker grade 4", and the following event that is not device related: "pt has pain w/ use of rt arm". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5.

Event description:
Pateint reported right side right has been hurting, looked deformed, breast pain has not gone away, and capsular contracture, baker grade unknown. Additionally, patient reported "capsulectomy, implant is folded in half, implant does not look right, breast looks deformed, pain, and right side lump". Healthcare professional reported capsular contracture, baker grade iii. Device remains implanted.

Event description:
Patient reported right side "has been hurting, looked deformed, breast pain has not gone away, and capsular contracture, baker grade unknown". Additionally, patient reported "capsulectomy, implant is folded in half, implant does not look right, breast looks deformed, pain, and right side lump". Healthcare professional reported capsular contracture, baker grade iii. Healthcare professional reported on behalf of patient "capsular contracture baker grade unknown". Later, healthcare professional reported "similar rt breast crease developed below areola", "horiz crease over rt lower pole", "rt nipple very sens", "rt nipple extra sensitive", "rt breast firm, with breast elevation, c/w capcon", "pain in upper/outer aspect of rt breast", and "rt. Capcon, baker grade 4", and the following event that is not device related: "pt has pain w/ use of rt arm". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Crease/folding of implant: observed. Pain-ndr: unable to observe as it is not related to the device. Nipple sensation increase/decrease: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side right has been hurting, looked deformed, breast pain has not gone away, and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.